Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed and the customer was able to successfully fill the existing cartridge. Additionally, it was reported that air bubbles were present in the infusion set tubing. Customer successfully primed the air bubbles to resolve the issue and resume insulin therapy. Customer's blood glucose level ranged from 180 mg/dl to 202 mg/dl.